Event description:
According to the field clinical specialist (fcs), during a tavr procedure utilizing a 29mm sapien 3 ultra resilia valve via the carotid approach, some resistance was encountered as the valve passed through the sheath; however, the valve appeared visually intact and undamaged. The valve was positioned at the annulus, and the physician proceeded with inflation. A small volume of contrast filled the distal nosecone tip of the balloon, but not the interior of the valve. Although angiographic imaging was not saved, the return of blood into the atrion system indicated balloon rupture. The patient remained hemodynamically stable. The pusher was repositioned to the edge of the valve, and the system was safely retracted into the sheath. A new sheath, valve, and delivery system were prepared and deployed without issue. The second valve was successfully implanted at nominal pressure and post-dilated with an additional atmosphere. The patient experienced blood loss and received a total of four units of blood. Following the procedure, the patient was transferred to the ICU for monitoring. A preliminary examination of the device indicated that the sheath had both liner tears and liner strands. Follow up received from the fcs indicated that the implanters were unsure why the patient experienced blood loss. Per report, right carotid cut down access and no bail outpatient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. A visual examination found three liner tears, three liner strands, and the distal tip was torn radially along the distal liner edge. Dimensional testing found that liner thickness was measured and found to be within specification. Due to the nature of the complaint, no applicable functional testing was performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of liner tear and liner strand were confirmed based on returned product evaluation. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as kinks, scratches, and/or tip damage. High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve. The reported event of a torn distal tip was also confirmed based on returned product evaluation. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) may have contributed to the reported event since scratches and a kink were present on returned device suggestive of a challenging anatomy. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown procedural factors may caused or contributed to this event. However, follow up with the reporter indicated the reason and source of the bleeding is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.